Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose of 620mg/dl; she was treated with an insulin drip. The customer experienced nausea, vomiting, excessive thirst, but keytones were negative. Troubleshooting could not be performed as customer did not feel well. Suggested the caller to seek medication attention and call back later to troubleshoot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.